Manufacturer narrative:
Update h6: code c19, d12 and d15: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. Gore® viabahn® endoprosthesis with heparin bioactive surface instruction for use (IFU) states the following. Complications and adverse events can occur when using any endovascular device. These complications include but are not limited to: thrombosis or occlusion.

Event description:
The following information was received through literature: comparative analysis of transcatheter arterial embolization and viabahn covered stent placement in the treatment of delayed hemorrhage after hepatobiliary and pancreatic surgery, chin j hepatobiliary surg, september 2024, vol.30, no.9. The study was to compare the efficacy and safety of transcatheter arterial embolization (tae) and viabahn covered stent placement (csp) for the treatment of delayed hemorrhage after hepatobiliary and pancreatic surgery in 41 patients from january 2019 to june 2023. 22 patients who underwent tae (non-gore) was in tae group, 19 patients who underwent viabahn csp was in csp group and viabahn were placed at the residual ends of the common hepatic artery, hepatic proper artery, right hepatic artery, or gastroduodenal artery. 9 patients with stent occlusion were observed in csp group during follow-up.

Manufacturer narrative:
Article citation: title: comparative analysis of transcatheter arterial embolization and viabahn covered stent placement in the treatment of delayed hemorrhage after hepatobiliary and pancreatic surgery ma yunsong, et al. Chin j hepatobiliary surg, september 2024, vol.30, no.9 published: 2024 -09 -28 doi: 10.3760/cma.j.cn113884-20240612-00179. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. B3: date of event is unknown, therefore, 28-sep-2024 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: engineering evaluation could not be performed as the information is not available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.